Manufacturer narrative:
The reporter informed the company that the product will not be returned.

Event description:
Consumer contacted via e-mail and stated that the pin on the top came off of the brush head the first time that he/she used it. No injury was reported.